Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded deviation or anomaly. There are warnings in the package insert that state this type of event can occur: ¿elevated metal ion levels have been reported with metal on metal articulating surfaces" and "intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2014-07225 & 07226).

Manufacturer narrative:
This medwatch 0001825034-2014-07225 is a duplicate of medwatch 0001825034-2013-06196.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in an MRI investigation of soft tissue in tha study. It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2005. Post-operative monitoring and testing after initial procedure revealed elevated metal ion levels, pain, audible noise in the joint, bursitis, artery damage, vascular disorder, a mass or swelling around hip, and the presence of complex fluid collection in the posterior lateral position. The fluid measured 30.6 x 63.8 x 95.1 x 4.9 mm. These findings were found due to follow up testing, there were no symptoms reported by the patient. Subsequently, a revision procedure was performed on (B)(6) 2013 due to elevated metal ion levels and pain. During the procedure, the femoral head and acetabular cup were removed and replaced.